Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The device was subject to the field safety notice on platinium devices issued in (B)(6) 2018 and was prophylactically replaced. Reportedly, the patient had an ablation of the atrioventricular node. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The device was subject to the field safety notice on platinium devices issued in (B)(6) 2018 and was prophylactically replaced. Reportedly, the patient had an ablation of the atrioventricular node. Preliminary analysis did not reveal any device malfunction.